Event description:
It was reported intra-operative, one port of the ipg tested high impedances on all contacts. Using other devices, the lead tested normal impedance and provide stimulation. The lead was reconnected multiple times to the ipg and the connection were observed to have clear spacings between the contacts in the header under fluoro ensuring the lead was fully inserted. After multiple attempts to address the issue, a new ipg was implanted. Normal impedance and stimulation was observed. No further pt complications were reported.

Manufacturer narrative:
Evaluation: results: a visual inspection of the returned ipg header and casing found the upper chamber setscrew septum had been cored and the lower chamber septum had damage. The device passed all mechanical and electrical testing. The impedance issue noted in the field was not confirmed. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.